Event description:
Information received from the field notes that during a routine follow-up, the battery data was 2.52v, 8.5 kohms and dashes (---) for current drain. The patient was pacemaker dependent and the device was replaced.